Event description:
It was reported that the patient's physician ruled out the infection at the ipg site. The issue has been reportedly resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient saw a surgeon for a suspected infection located at the ipg site. Further intervention may be pending.